Manufacturer narrative:
One test strip was provided for investigation where it was tested using retention meter and controls. Testing results (qc range = 2.1 ¿ 3.3 inr): qc 1: 2.9 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation was lay user/patient. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 7:34 pm, the meter result was 4.6 inr. At 7:34 pm, the laboratory result using neoplastin ci plus reagent was 3.2 inr. The therapeutic range is 2-3.0 inr and the patient tests weekly.